Manufacturer narrative:
Investigation description: complaint confirmed. Alert 41 was active on the device upon power up. The device was opened and the lead screw was found intact, but the lead screw nut was not fully backed into the stop. This indicates that the device had set the home position prematurely at an earlier point and attempted to rewind beyond the previously set home position.

Event description:
It was reported that an ilet device displayed an ¿insulin, absolute range error¿ alarm during training, leading to device replacement and the user transitioning to a backup ilet. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health or functionality beyond interruption of intended insulin delivery. Investigation included a review of device alarms and replacement of the implicated unit. Investigation of this case revealed a malfunction consistent with an insulin delivery control error. It was concluded that the device malfunctioned and a replacement was issued, with the original unit pending return for evaluation.